Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "deflation," "left side implant feels folded" and "breast looks like its folded under." Patient also reported "asthma," "symptoms of cirrhosis of the liver," "a 'horrendous' cough that began about 5 years post surgery," "digestive problems," " I don't feel like me, like a black cloud over my head" and "being tired," these events are not related to the device. This record is for the left side. Device remains implanted.